Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 181 mg/dl. Customer reported to have worn insulin pump in bra while doing yard work. After troubleshooting, customer was advised that insulin pump would need to be replaced.